Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 3/7/2018, electrode belt: 5/5/2016.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2018, while wearing the lifevest. There are no details available surrounding the patient's death; however, CPR artifact is seen on the patient's ECG recording, indicating the presence of bystanders. Prior to passing, the patient received seven inappropriate treatments from the lifevest. Prior to the first treatment, asystole and CPR artifact were seen intermittently on the patient's ECG recordings from 8:30:07 am to 9:01:08 am. At 9:01:44 am, the patient received the first treatment. The patient's rhythm pre-shock and post-shock were accelerated idioventricular rhythm at 100 bpm. At 9:04:46 am, the patient received a second treatment. The patient's rhythm pre-shock and post-shock were accelerated idioventricular rhythm at 100 bpm. The third treatment was delivered at 9:08:08 am. The patient's pre-shock and post-shock rhythms were accelerated idioventricular rhythm at 90 bpm with 2 to 3 second pauses. The fourth treatment was delivered at 9:09:20. The patient's rhythm at the time of the treatment was accelerated idioventricular rhythm at 100 bpm with 2 to 3 second pauses, and the post-shock rhythm was accelerated idioventricular rhythm at 90 bpm with 2 to 3 second pauses. The fifth treatment was delivered at 9:09:50 while the patient's rhythm was asystole. The post-shock rhythm was accelerated idioventricular rhythm at 90 bpm with 2 to 3 second pauses. At 9:10:19, the sixth treatment was delivered. The patient's pre-shock and post-shock rhythms were accelerated idioventricular rhythm at 100 bpm with 2 to 3 second pauses. The seventh treatment was delivered at 9:10:46 while the patient's rhythm was accelerated idioventricular rhythm at 100 bpm. The post- shock rhythm was also accelerated idioventricular rhythm at 100 bpm. Multiple counting of tall t-waves contributed to the false detections. The electrode belt was disconnected at 9:11:16 am. The patient passed away on (B)(6) 2018.